Event description:
It was reported that this patient was about to undergo a magnetic resonance imaging (MRI) and needed programming of this pacemaker system. Upon interrogation, it was found that there was intermittent loss of capture (loc) on the right ventricular (rv) lead as well as increased capture threshold output to 3.5v. The output was reprogrammed down to 2.3v. The physician elected to cancel the MRI due to patient condition. The patient had been difficult to wake up by the nursing staff but there was no syncope. No additional adverse patient effects were reported. Currently, this pacemaker system remains in service.